Manufacturer narrative:
Additional information: b5 corrections: d3 and g1 update: g6 follow-up number without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is having issues wearing her stimulator. The patient told the sales representative that she has had an increase in pain since wearing the stimulator. The patient describes the pain as a "stabbing pain" in her neck. She also noted that "it has made my migraines return" and has made the "pain in my hand worse". The sales representative told the patient to discontinue the use of the stimulator until her pain has returned to her status quo level. The sales representative then told her once that has happened, she can try to resume the use of the stimulator, but to start slowly (with one hour the first day and slowly add an hour of treatment each day). The patient was amenable to this. It was reported that the patient has stated that she cannot continue to use the device, and that "even one hour per day was too painful". The sales representative asked her if she had spoken to her physician, and she said she had left a couple of messages with no response. She is due to see her physician. The sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and could not reach her. The patient called and stated that within 5 minutes of starting treatment, she was in intense pain. The customer service representative advised the patient to stop wearing the unit. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advised. It was later reported by the patient that the pain level was a ten out of ten. The patient also stated that her husband almost took her to the ER several times because of the pain. The patient contacted the doctor's office and was told to not wear the unit until her visit. Nothing was prescribed or recommended by the doctor. The patient was informed that someone would call her back after her doctor's appointment for any additional information. No additional information has been reported at this time. It was later reported that the patient stated that the doctor wants her to discontinue using the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is having issues wearing her stimulator. The patient told the sales representative that she has had an increase in pain since wearing the stimulator. The patient describes the pain as a "stabbing pain" in her neck. She also noted that "it has made my migraines return" and has made the "pain in my hand worse". The sales representative told the patient to discontinue the use of the stimulator until her pain has returned to her status quo level. The sales representative then told her once that has happened, she can try to resume the use of the stimulator, but to start slowly (with one hour the first day and slowly add an hour of treatment each day). The patient was amenable to this. It was reported that the patient has stated that she cannot continue to use the device, and that "even one hour per day was too painful". The sales representative asked her if she had spoken to her physician, and she said she had left a couple of messages with no response. She is due to see her physician. The sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and could not reach her. The patient called and stated that within 5 minutes of starting treatment, she was in intense pain. The customer service representative advised the patient to stop wearing the unit. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advised. It was later reported by the patient that the pain level was a ten out of ten. The patient also stated that her husband almost took her to the ER several times because of the pain. The patient contacted the doctor's office and was told to not wear the unit until her visit. Nothing was prescribed or recommended by the doctor. The patient was informed that someone would call her back after her doctor's appointment for any additional information. No additional information has been reported at this time.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is having issues wearing her stimulator. The patient told the sales representative that she has had an increase in pain since wearing the stimulator. The patient describes the pain as a "stabbing pain" in her neck. She also noted that "it has made my migraines return" and has made the "pain in my hand worse". The sales representative told the patient to discontinue the use of the stimulator until her pain has returned to her status quo level. The sales representative then told her once that has happened, she can try to resume the use of the stimulator, but to start slowly (with one hour the first day and slowly add an hour of treatment each day). The patient was amenable to this. It was reported that the patient has stated that she cannot continue to use the device, and that "even one hour per day was too painful". The sales representative asked her if she had spoken to her physician, and she said she had left a couple of messages with no response. She is due to see her physician. The sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and could not reach her. The patient called and stated that within 5 minutes of starting treatment, she was in intense pain. The customer service representative advised the patient to stop wearing the unit. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advised. It was later reported by the patient that the pain level was a ten out of ten. The patient also stated that her husband almost took her to the ER several times because of the pain. The patient contacted the doctor's office and was told to not wear the unit until her visit. Nothing was prescribed or recommended by the doctor. The patient was informed that someone would call her back after her doctor's appointment for any additional information. No additional information has been reported at this time. It was later reported that the patient stated that the doctor wants her to discontinue using the device.